Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process multiple times. There was no reported impact to the customer's blood glucose level. Reportedly, the customer may have overfilled the cartridge. However, it was not confirm. The customer stated that a new cartridge would be loaded and ended the call with tandem technical support.